Event description:
It was reported that the health care professional (hcp) wanted to review reports on this pacemaker. Technical services (ts) reviewed the device data and noted low out of range intrinsic amplitude and far-field oversensing on stored episodes. Additionally, ts observed stored pacemaker-mediated tachycardia (pmt) episodes that were successfully terminated by the device algorithm. Ts provided reprogramming recommendations. No adverse patient effects were reported. This pacemaker remains in service.